Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analysis indicated that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was manipulating the device in the pocket, which led to dislodgement of the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.